Manufacturer narrative:
After the stent and coiling procedure was completed, thrombus or other issues were not noted at the site, and prior and after the procedure, the enterprise was fully expanded and appose to the vessel wall, and the occlusion rate of aneurysms was 95% after the procedure. The modified rankin scale before the procedure was 0, 2 days after the procedure was 1, and 36 days after the procedure was 0, and the act was 252 seconds (post anticoagulation). Devices utilized during the procedure consisted of launcher guide catheter (medtronic x2), prowler select plus microcatheter (606-s255x/15268744), echelon 10 (ev3), excelsior sl-10 (boston scientific). Chikai / asahi guidewire (intecc), orbit galaxy complex xtrasoft coil (640cx0408/13500268), orbit galaxy helical xtrasoftcoil (640hx0204/13500255 x2, and ed extrasoft coil (kaneka x3). The specific antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, and heparin 5000u: (B)(6) 2011 (during the procedure). The ruptured bursiform aneurysm measured 6.7mm neck, neck to sac ratio was 6.7mm/6.0mm, and the parent vessel size/diameter proximally was 2.3 mm and distally was 3.2 mm. The patient's medical history consisted rheumatism. A cd copy of the procedure or further information was not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425624. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted and procedural/diagnostic images are not available. Stroke and associated neurological symptoms as well as dissection are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries and in this case through the fusiform aneurysm to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the lack of information no conclusion can be made regarding a relationship between the enterprise vrd and the reported events, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the patient developed brain stem infarction and diplopia after undergoing coil embolization assisted with an enterprise vrd (enc452212) for cerebral artery aneurysm of the (ba) basilar artery-trunk. Action taken was an administration of edaravone and mecobalamin. The event outcome of the diplopia was "resolved" two days after onset, and the brain stem infarction "resolved" approximately a month after the start. The physicians commented that the possible cause of the event were either the effect of the occlusion in penetrating branches at the site of vrd, or the effect of the ischemia due to the dissection. The relationship of the event to the implanted enterprise was highly probable and to the procedure as highly probable. The physician briefly mentioned about the dissection as a possible cause of the event. Other than that, no further information was available regarding the dissection. Prior or during the procedure, thrombus was not present at the site, and the sent was not implanted at the target site.